Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose kept going up. The customer¿s blood glucose was 400 mg/dl. They noticed the site was damp and realized that the infusion set¿s cannula did not go in. The cannula was under the tape. After they changed the site and corrected their blood glucose with the insulin pump, their blood glucose started coming down. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.